Manufacturer narrative:
(B)(4).

Event description:
It was reported that at the implant procedure, the atrial lead dislodged during the left ventricular lead placement/coronary sinus cannulation. The atrial lead was removed from the patient and upon inspection it appeared that the lead helix was not totally retracted. The atrial lead was not implanted and a new lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analysis found that the lead was stretched to 56 cm during an attempted implant. The stretching of the lead caused the inner tubing to buckle. This prevents proper torque transfer when turning the is-1 pin, not allowing proper extension/retraction of the helix. The helix was stuck on a guidetooth when lead was returned. (B)(4).